Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The contribution of the device to the reported event could not be corroborated. The clinical/medical investigation concluded that, part of the shaft of the broken subtroc lag screwdriver, stayed inside the lag screw during use inside of the patient. The subtroc lag screwdriver is a surgical instrument comprised of ss. These materials are commonly used in surgical devices and they are not intended for long-term implantation. Since the non-implantation shaft was contained inside of the implantable screw, micro-motion and or migration of the broken retained shaft is unlikely. According to the report, the surgery was completed without any delay, with the same device. Since no harm to the patient or any further complications reported, no further clinical/medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during an internal fixation surgery, a subtroc lag screw driver broke while compressing the fracture. Staff locked the nail and then removed the driver. Part of the shaft stayed inside the lag screw. Incident occurred while instruments were inside patient. Surgery was completed, without any delay, with the same device. No harm to the patient or any further complications reported.